Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the channel mount unit was clogged with a foreign material which was a piece of broken cleaning brush. The broken piece could not be removed. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) has a discolored area; due to deformation of connector tube, connection between bending section and connecting tube is detached; due to wear of angle wire, the play of up/down and right/left knobs is out of the standard value; and channel tube (ch-tube) has discoloration. The user¿s complaint of air/water leakage was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the evaluation and repair of an air/water leakage issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the channel mount unit was clogged with a foreign material which was a piece of broken cleaning brush. The broken piece could not be removed. This medwatch is being submitted for the presence of foreign material found in the channel mount unit as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred due to insufficient reprocessing. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.". Olympus will continue to monitor field performance for this device.